Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h10j18075 with no exceptions or issues observed related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by nurse from (B)(6) of severe weakness. (B)(6) infection and peritonitis in a patient coincident with dianeal pd4 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported the following information. On an unreported date, the patient developed severe weakness and a (B)(6) infection which caused the patient's peritonitis. On (B)(6) 2011, the patient was hospitalized for the severe weakness and a vancomycin resistant infection. The consumer reported the following information. On (B)(6) 2011, the patient developed peritonitis and on (B)(6) 2011, was hospitalized for peritonitis. Treatment provided was not reported. Dianeal and extraneal therapies were ongoing. At the time of this report, the patient was recovering from the severe weakness and (B)(6) infection. An outcome for the peritonitis was not reported. Per the nurse, the severe weakness and (B)(6) infection were unrelated to dianeal therapy. A causality statement was not provided for the peritonitis.